Manufacturer narrative:
D03 - failure analysis investigation attributed the reported failure to solely a component failure. User mishandling/misuse did not contribute to or cause the reported failure as previously indicated.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found with insulation damage to the conductor wire. The damage was observed near the yaw pulley exit exposing the wire. No thermal damage was observed and the electrical continuity test still passed. Insulation material, approximately 0.07¿ x 0.03¿, was missing from the conductor wire and the missing material was not returned by the customer. A review of the instrument log for the fenestrated bipolar forceps instrument associated with this event confirmed that the instrument was last used on (B)(6)2020 on system rsh0056. Per logs, the instrument had 3 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported because: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no report of harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have a damaged conductor wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conductor wire exhibited insulation damage at the distal end without being fully broken. There was no report of any issue related to unintended energy discharge or arcing during the last known instrument usage and no report of any instrument collision. There was also no report of patient injury during the last time the instrument was used. According to the site, there are no photographic images of the device available for isi review.